Event description:
It was reported effective stimulation could not be obtained during post-operative programming. X-rays were taken and it was found the lead had migrated. F/u identified the pt underwent surgical intervention on (B)(6) 2013 to reposition the lead. Effective stimulation coverage of all pain areas was captured.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.